Manufacturer narrative:
Analysis of the device is in process; the results will be forwarded when available. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed, and no anomalies were found. It was also noted that the set screw was loose/detached.

Event description:
It was reported that during a right ventricular lead repositioning, the pace/sense setscrew would not engage with the wrench. The device was explanted and replaced. No patient complications were reported as a result of this event.